Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain at that pocket site of their implantable neurostimulator (ins) which was constant and was worse when it was touched. They also had a pain and burning sensation at the ins when charging. It was noted that the ins device was functioning as it should and all impedances were below 1000 ohms and within normal limits. The patient did not like the placement of the ins battery and was unwilling to have it moved. The device was to be explanted but no date had been set at the time of report. The patient status at the time of report was noted as ¿alive ¿ no injury¿. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Updated to include (B)(6) 2015 as the date of explant.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted (B)(6) 2015. The patient was recovering fine from the explant; however, the prior symptoms were still bothering her. If additional information is received, a follow up report will be sent.